Event description:
The pt reportedly experienced loss of sound followed by loss of lock. External equipment was exchanged without resolve. The pt's device was explanted. The pt was reimplanted with another cochlear device.